Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that the high blood glucose was caused by drinking too much juice. The customer mentioned that he received a no delivery alarm when he changed his set. Troubleshooting did not occur. The customer declined to speak to the help line. The customer declined to return the insulin pump for analysis.